Event description:
The customer reported that the insulin pump did not alarm no delivery. The customer stated that the reservoir was filled and when he attached to the infusion set the insulin did not exit. The customer has to use several reservoirs each time the infusion set is changed. The customer stated that the insulin was not delivered and her glucose level went up over 600 mg/dl. The customer stated that he did not receive any alarms and does not have a tubing clamp available at time of cal. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.